Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The patient was asymptomatic. The noise could not be reproduced with isometrics. The physician elected to make no changes and the patient would continue to be monitored. The patient was in stable condition post event.